Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va0f1zv, implanted: (B)(6) 2014, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient recently had a bladder infection just before 3 weeks ago that came back this past week. The patient¿s infection had been treated with cipro 500 mg and then it went away and came back this week. It was noted that the patient was having discomfort going to the bathroom and they tried the cipro again and it was starting to relieve them. Prior to implant the patient retained 2500 cc but after implant it went down to 260 cc or in the 200s. It was stated that during the trial the patient had to catheterize themselves at home to measure their urine to see if the machine was working or not. When the patient retained their bladder was oversized and their muscles were not working well.

Event description:
Information received later indicated that patient did not have concerns with their device or therapy.